Event description:
While attempting to treat a patient (age & gender unknwon) the device failed to power on with battery power or ac power. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.